Manufacturer narrative:
Radiometer medical has not been able to investigate the root cause of the problem. The defective sampler could not legally be shipped to radiometer medical because the defective sampler was considered a biohazard due to blood contamination. Radiometer medical has upon several request not been able to obtain the lot no. From the customer. Therefore the reference lot could not be investigated.

Manufacturer narrative:
Date of event is estimated.

Event description:
A customer reported that during air removal from a safepico aspirator (956-622) the vented tip cap exploded to the ceiling despite using a soft pressure. The nurse was sprayed with blood. According to information from the customer there is a possibility that blood particles ended in the mucus membranes. This is first time the customer experienced this.